Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the system fan was noisy, and the electrocardiogram (ECG) connector was loose.

Event description:
It was reported that the programmer had a noisy fan and that there was electrical noise present in the electrocardiogram slave connector. The programmer was returned for service. No patient complications have been reported as a result of this event.